Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Customer experienced an elevated blood glucose level of 520 mg/dl. The customer administered a correction injection to address bg. Reportedly, the customer will continue to use current pump for insulin therapy.